Manufacturer narrative:
The device was inspected by olympus and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: the blockage was caused by black rubber pieces. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor had black rubber pieces causing blckage. There was no patient involvement.